Event description:
It was reported that the customer's device no longer had any voice prompts. Without voice prompts, the device could not be used by a lay user. There was no report of any patient use associated.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the positive tinsel wire to the lug on the speaker harness assembly had an open solder connection that was only making intermittent connection. This prevented the speaker from providing sound (voice commands). The customer was provided with a replacement device.